Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(6); reported here as it exceeded the number of character limit. Block h6: imdrf device code a0401 captures the reportable investigation findings of catheter guide detached. Block h11: a flexima biliary preloaded stent was received for analysis. The stent was undeployed and the guide catheter cap was detached. Visual examination found the push catheter suture hole torn, and the push catheter kinked. No other damages were noted on the device. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded the reported event, and additional observed damages were caused due to the excessive force applied to the device during the stent deployment attempt while the guidewire was not completely retracted into the delivery system. Therefore, a review and analysis of all available information indicate that the most probable cause is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. It was reported that the guidewire was inside the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The physician did not follow the deployment steps.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be implanted to treat a bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the front end of the stent could not be deployed. The procedure was completed with another flexima biliary preloaded stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the guidewire was inside the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The physician did not follow the deployment steps. This complaint has been deemed MDR reportable based on the investigation results, which revealed that the guide catheter was detached. Please refer to block h11 for full investigation details.